Event description:
Due to a fault 08 error message (comes up when wrong probe is used), the rf procedure had to be cancelled. No other info is available at this time.

Manufacturer narrative:
Unit passed functional testing with no faults or errors. If the customer used an incorrect probe, the unit would fail for fault code 08.